Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. (B)(4), lot: 17057020 is 07613203012430.

Event description:
The customer reported that during an infusion of thymoglobulin, the medication leaked out of a port at the end of the infusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of set leaked was confirmed. Visual inspection of the set noted that the pvc tubing had a slice cut/pinched approximately 1 inch above the distal smartsite inlet port. Functional and pressure testing confirmed leaking at the pvc tubing. The cause of the leak was due to a cut in the tubing. The root cause of the reported leak was identified as being caused by damage on the pvc tubing.